Event description:
The customer reported an overvoltage fault. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube connections were cleaned and vapor proofed. The system was tested and found to be working as intended and returned to service.